Manufacturer narrative:
This report is being submitted as a correction based on the as received condition of the device returned for evaluation. Evaluation of the device did not reveal any evidence of compromised material integrity. No signs of splitting, cutting, or tearing of the material were observed. Update sections: b4, b5, d9, g3, g6, h2, h3, h6 (a) and (b) codes and h11. As received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into the dispenser assembly and accompanied by its packaging pouch label; double bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 150.3cm and a finished diameter of .03270" to .03325". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. Upon flushing the dispenser hoop with blood-bank saline, the specimen was easily removed and subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented kink damage at 1.1cm and 5cm from the distal tip along with the large radius bend damage at 12.2cm. Except where noted, the specimen device appeared visually and dimensionally correct. The claim that the "guidewire coating fell off upon unpacking" could not be confirmed. Examination of the returned device found the black polymer jacket to be intact, no evidence of core wire exposure. The material appeared visually and tactilely consistent. Therefore, this incident is not considered reportable.

Event description:
Event description: per cnf, it was reported that: it was found that the guidewire coating fell off upon unpacking. The patient condition following procedure was stable. The device is expected to be returned around (B)(6) 2026. Procedure outcome: completed with another of same device what was the patient condition following procedure? Stable when was the problem noticed: unpacking where did the problem occur? Outside the patient event resolved? Yes. Image received (B)(6) 2026. Additional information provided 12 february 2026: 1. Did the end-user hydrate the zipwire prior to removing it from the protective hoop as instructed in the IFU? Yes. 2. Is this an experienced zipwire end-user? Yes.

Event description:
Event description: per cnf, it was reported that: it was found that the guidewire coating fell off upon unpacking. The patient condition following procedure was stable. The device is expected to be returned around jan 29th. Procedure outcome: completed with another of same device. What was the patient condition following procedure: stable. When was the problem noticed: unpacking. Where did the problem occur: outside the patient. Event resolved: yes. Image received 23 january 2026.

Manufacturer narrative:
This report is being filed in good faith based on the distributor's internal complaint entry system report, which stated, "guidewire coating fell off upon unpacking." Multiple attempts to obtain additional event details have been made; however, to date, no further details have been provided. The customer supplied image shows the guidewire contained within its opaque dispenser assembly. An unknown length of the guidewire is visible; however, no coating damage is observed on the portion that can be seen. The reported issue, "guidewire coating fell off upon unpacking" cannot be confirmed because the full length of the guidewire is not visible. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the operational instruction, to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As indicated in the directions for use (dfu) precautions: the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.